Manufacturer narrative:
Results of complained sample/s inspection: received two used 12fr thermistor catheters. The balloons of both catheters are burst. Clear longitudinal burst line, no visible damages/inclusions in the burst area. We were unable to confirm any non-conformity during the batch history review or evaluation of the retain samples from the same batch. The balloons could fail due to user-related reasons like over-inflation or pulling.

Event description:
According to the reporter, the unit's balloon broke when cuffing. There was no patient involvement.